Manufacturer narrative:
Concomitant devices: tacticath quartz catheter, reflexion spiral catheter, event date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2019-00083, 2182269-2019-00075. The following was published in heart and vessels in an article titled ¿comparison between novel and standard high-density 3d electro-anatomical mapping systems for ablation of atrial tachycardia by maury p, champ-rigot l, rollin a, watts t, et al., 09 november 2018. ¿sixty consecutive atrial tachycardia ablation procedures using ultra-high-density mapping (group 1) were retrospectively compared to 60 consecutive procedures using standard high-density mapping (group 2). Minor complications (non-surgical vascular complications or asymptomatic pericardial effusions) occurred in 15 patients.¿ (https://doi.org/10.1007/s00380-018-1307-1).